Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement. Customer's blood glucose value was 12 mmol/l. The customer also reported that the delivery stopped. The customer was assisted with clearing the alarm. Customer states insulin pump was not exposed to a high magnetic field. The customer stated that they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind due to broken off motor slide tip causing the motor slide to rewind past the motor home switch and remain stuck against the motor housing. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38. During visual inspection, motor, electronics stack and force sensor was corroded.